Manufacturer narrative:
The field service engineer replaced the power management board to address the reported issue.

Manufacturer narrative:
Followup: root cause: the field service engineer (fse) replaced the touch screen and cpu board. Failure analysis on the returned cpu board and touch screen shows that the contamination inside the touchscreen glass and shield and cracks on the corner of the touchscreen created the touch screen calibration to fail. No problem found with the cpu board.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the touch screen needs to be calibrated all the time. The customer reported there was no patient involvement.